Event description:
Surgeon was placing screw in anterior cervical fusion. While advancing screw with the screwdriver, the tip of the screwdriver broke off and was lodged in head of screw. Surgeon could not get the broken tip of the screwdriver out of the tip of the screw. She did not want to attempt to remove the screw and replace it with another, as she felt this would create undo trauma to the bone. She left the screw in place with the broken screwdriver tip lodged in it and covered the head of the screw with broken screwdriver tip in it with bone wax and closed the surgical incision. Manufacturer response for screwdriver, rigid screwdriver (per site reporter): no response as yet.